Manufacturer narrative:
Product was not received by the manufacturer. It was discarded by the hospital . As described " the implant fell apart while the scrub tech was trying to place on the inserter." Update on 21 february " the reporter things that the st was followed however he mentioned that the scrub tech obviously tightened to much. " no harm to patient. No unanticipated surgical complication occured. No surgery delay. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event the review of the case found that root cause is related to an user error. As reported the disassembly is related to an excess if screwing during loading of prosthesis on inserter. The investigation found no evidence on a product issue.

Event description:
Mobi-c p and f us : disassembly the implant fell apart while the scrub tech was trying to place on the inserter. Update 21 feb 2018 : "technique was followed. However. The reporter think the scrub obviously tightened to much. " no harm to the patient . No surgery delay.